Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. A power on reset (por) was reported. The por occurred on the morning of (B)(6) 2017. The patient turned the device off at night and when she woke up she experienced the por message. No attempts were made to turn the device back on or clear the por. There were no trauma/falls reported that could have been related to the issue. The por was cleared with the physician programmer. After clearing the 0x400 por the rep received the date and time change screen. It was noted that it was an hour off and at that time the rep noted a 0x0 por and after pressing ok received the change date and time prompt again. The patient was to notify the manufacturer if another por was noted. No symptoms were reported. The patient had contacted the rep on (B)(6) 2017 and the rep was aware of an issue but did not know specific details until (B)(6) 2017. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.